Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set tubing came away from cannula event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was thigh. The infusion set was in use for one day. The blood glucose level was high. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004629, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004629 was manufactured according to the work instruction (wi) version 26 and manufactured in the line 1 on 07-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3l00440 was manufactured according to the wi version 57 and manufactured in the machine sc07, on 20-nov-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3l04297 was manufactured according to the wi version 57 and manufactured in the machine sc07, on 05-dec-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.